Event description:
The report is from the study. The pt is a male and the indication for the index procedure was stable angina pectoris. The target vessel was the mid to distal right coronary artery. Vessel diameter was 2.5mm and lesion length was 30mm. Pre-procedure stenosis was 90%. The lesion was a focal restenosis of a previously implanted cypher stent (size unk, date of implant unk). The lesion was irregular in contour, moderately tortuous, angled, eccentric, and heavily calcified. The lesion was pre-dilated with a 1.5 x 15mm balloon at 20atm. A cypher was deployed at 20 atm. The stent was post-dilated because it was not fully expanded. Post-dilation was conducted with a 2.75 x 15mm balloon at 24 atm. Post-procedure stenosis was 0%. Ivus was not used and there were no procedural complications. The patient was discharged the following day. Medications at discharge were aspirin, clopidogrel, statins, and beta blockers. At the one-month follow-up, the pt was experiencing angina pectoris. Medications were ongoing and uninterrupted. The patient was experiencing angina at the six month follow-up as well. Medications were ongoing and uninterrupted.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.